Event description:
Report received of an underdelivery at 0940, the pump was programmed to delivery one unit of blood at a rate of "50ml/hr for 15 minutes." Reportedly after the 15 minutes, the nurse reprogrammed the pump to deliver at rate of 200ml/hr and the left room. After an hour, the nurse returned to the pt's room and noted the pump "looked like it was running" and "was incrementing," but there was more blood left in the bag than was expected. Reportedly, "the tubing was not in right. The green slide clamp was not in enough." No audible alarm was noted. The nurse repositioned the tubing and restarted the infusion. There were no reported adverse pt effects. No medical intervetnions were required. The customer contact reported that after therapy was complete, the pump was removed from clinical service. Though requested, no additional information was provided.